Event description:
It was reported the teflon pad of the ultrasonic surgical device peeled off during a therapeutic hysterectomy procedure. Initially it was unknown if it fell into the patient. Additional follow-up was conducted with the customer. The customer reported the issue occurred at the beginning of the procedure and caused an extreme delay as they were forced to look for the broken jaw intraperitoneally. The delay was approximately 30 minutes, which subjected the patient to unnecessary anesthesia time. The broken jaw was found intraperitoneal. The procedure was then completed with a replacement device. The customer noted that an error message was observed during the event, but no further information was provided. Additionally, the customer reported the patient was scheduled for a laparoscopic ovarian cystectomy, and the true procedure was an excisional peritoneal biopsy. There was no further patient impact reported.

Manufacturer narrative:
This supplemental is being submitted to include additional information received. The following sections have been updated: a2, a3, a4, a5, b1, b2, b5, d9, e1, e2, e3, g2, h1, h6. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device teflon pad peeled off, it is unknown if pad fell into patient. The issue occurred during therapeutic hysterectomy procedure. There were no reports of patient harm. They completed the procedure with another new product.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3 and h4) and to provide a correction to field (b7). The device was evaluated by olympus, the reported event could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.